Manufacturer narrative:
Concomitant medical products: product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. (B)(4).

Event description:
It was reported that the patient¿s device was turning off on its own. The device would just ¿cut off¿ on its own. This started happening shortly after implant. The patient could tell therapy shut off because he felt sudden horrible pain that is usually treated with his stimulation therapy. The patient had not tried to connect with his programmer to see if the device was off. The patient would feel the pain for a few minutes and then therapy would come back on and the pain subsided. This has occurred when walking and when sitting. The patient was redirected to their physician.